Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), and batch: 7071504.

Event description:
It was reported that the patient was experiencing pain around the implant site. The patient felt a knot around the device and noted a bloody puss at the incision site. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.